Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported observed "solid white sections" in the tubing that did not move when insulin was delivered. Also, the non-tandem infusion set cannula was found to be kinked and bloody. Customer changed the infusion set site and tubing. Customer's blood glucose was 239 mg/dl.